Event description:
The customer reported, the doctor used the pencil to divide tissue at the umbilicus for a laparoscope. The pencil continued to send energy after the doctor removed his hand from the switch. When the doctor put the pencil down, the pencil burned the patient. The burn was treated with neosporin and tegaderm.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. The (B)(4) instructions for use warns when not in use, place active accessories in a holster or in a clean, dry, nonconductive, and highly visible area not in contact with the patient. Inadvertent contact with the patient may result in burns.